Event description:
It was reported that resistance was encountered while inserting the stent system (subject device) within the guide catheter. When the physician attempted to remove the stent system the inner and outer catheter of the system got misaligned and the stent came out. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that resistance was encountered while inserting the stent system (subject device) within the guide catheter. When the physician attempted to remove the stent system the inner and outer catheter of the system got misaligned and the stent came out. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ updated. H4 ¿ manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'severely tortuous'. It was reported that 'a guiding catheter was implanted at the target site, and the subject stent system was inserted along it. During the insertion, some resistance was encountered and attempted to remove the stent system, but the inner and outer catheter of the stent system were misaligned, and the stent (shape section) came out of the system. Therefore, the use of the system was discontinued, and the procedure was successfully completed using a different size stent'. It was noted in the follow-up good faith effort responses that the misalignment between the inner body and outer body occurred when attempting to retrieve the stent system due to the resistance noted. At the time of the issue, the outer catheter was inside the patient. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.